Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting a capture anomaly. The patient was not pacing dependent. Programming interventions were discussed; however, no changes were reported. There were no adverse patient consequences reported.